Event description:
It was reported that the patient presented for a generator change out. Prior to the procedure, the left ventricular(lv) lead exhibited failure to capture. Fluoroscopy imaging showed that the lv lead was dislodged. The lead was capped and replaced on (B)(6) 2022. The patient was recovering.